Event description:
The caller reported the tracheostomy tube broke at the flange. A non-routine replacement of the tube was required.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed.